Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose value was 440 mg/dl at the time of the incident. Sensor glucose was 90 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not be returned device for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration or event date.